Event description:
A report was received that alleges that the cuff was found to be leaking after use. No incident medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.